Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced both the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator passed self testing.

Event description:
Report received that, during patient use, the ventilator became inoperable. No harm was reported to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.